Event description:
It was reported the patient did not experience a greater than 50% reduction of symptoms. The rep tried to troubleshoot but could not get coverage on the neck and shoulder. Actions taken to resolve the issue included leaving it down most of the time as it was noted ¿high levels affect heart rate.¿ the cause of the event was not determined. Stim was unable to cover pain and pain was worsening. The patient had no recovered and the symptoms/issue was ongoing. The patient was unable to use scs since it ¿zaps her heart¿ cause arrhythmia, increased heart rate, shortness of breath, and sweating.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported a change in therapy and was experiencing shocking. Due to being defibrillated, the patient stopped using therapy about six months ago, in (B)(6) 2016. Her heart was racing constantly, and when she turned her head or tilted her head back, she would experience shocking sensations. This began occurring about a year ago, in 2015. The manufacturer representative (rep) readjusted stimulation about nine months ago. That did not work. Leads and stimulation were checked, and nothing wrong was found. Since (B)(6) 2016, the patient was experiencing a shocking sensation with therapy off. At first it was only for a few seconds. However, on (B)(6) 2016, the shocking sensation was constant until 11 p.m. Her lips felt numb and her insides felt like they were constantly shaking. The patient was in the hospital and requesting that a rep come to check out the implantable neurostimulator (ins). On (B)(6) 2016, the rep reported having met the patient in the hospital, and that both of the patient's ins batteries were overdischarged. The patient, via the rep, stated that she had not used them in nine months. It was reviewed that there was no output from a device in an overdischarged state. Indication for use included rsd/causalgia, and complex regional pain syndrome-type 1.